Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 75 millimeters (mm) from the terminal pin. Visual observation noted the conductor coils were extremely stretched with the anode coil being stretched to the point of fracture at the terminal weld, the tip segment was not returned. Resistance testing found the lead was not electrically continuous. Laboratory analysis could not confirm the insulation abrasion and repair based upon inspection of the returned portion of the lead. Laboratory analysis concluded that the observed damage was a result of the lead being pulled to the point of fracture during explant.

Event description:
Boston scientific received information that during a routine device replacement procedure, a slight abrasion was observed on the insulation of this right ventricular (rv) lead. The lead was repaired with a repair kit. No adverse patient effects were reported. The lead was later explanted and returned after the patient passed away approximately 3 years later for unrelated reasons.